Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level below 42 mg/dl. She treated her blood glucose level with juice and it brought it back up. The customer was not thinking right at that time. The device was not returned.